Event description:
(B)(4). Since I've had essure, I have had major pain in my back, now major pain in my hips, really bad abdominal pain, and cramps, I usually get pre menstrual cramps two weeks before my period now I have them all the time, my periods is irregular, I've had two per month the last one last 5 days in the beginning of the week then I had it a week later which lasted 13 days, I've had pains shooting from the right side of my abdominal all the way up my left side in my arm and chest, last year my dr. Put me on medicine for stress, I don't feel like myself anymore, I feel like I want to rip my abdominal area out! I suffer from headaches, sensitivity all through my body. I recently got a pelvic ultrasounds done and everything was ok, no fibroids, or cyst, I am getting the coils out on the (B)(6), so on (B)(6) I have to get lab work and an EKG.